Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: filter introducer, introducer sheath and the long dilator was returned. No filter returned. Introducer sheath has 5 cm long penetration, approximately 25- 30 cm from the distal end of the sheath. Also sheath is kinked approximately 4,5 and 7,5 cm from the distal end. Also it was noted that grasping hook was deformed. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked/severely curved sheath, the filter legs may be prone to exceed the sheath wall. Evaluation concludes that the sheath somehow met resistance which caused the kinks and the penetration. However, according to the physician, there were no tortous anatomy, therefore the exact root cause is unknown. No indication that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician selected the left subclavian vein for the access vessel because he could not puncture neither right nor left in jugular veins were severely calcified due to old age. He inserted the sheath without problem and inserted the filter but a filter leg penetrated the sheath. He removed whole system and tried another günther tulip vena cava filter jugular approach from the subclavian vein again and successfully placed the filter. Patient outcome: the patient did not experience any adverse effects due to this occurrence.